Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected by following the instructions for use (IFU) which state: ·reprocessing manual_ leakage testing of the endoscope_ perform the leakage test caution:if you identify a leak during leakage testing, remove the endoscope from the water with the leakage tester still attached. Contact olympus regarding instructions for reprocessing a leaking endoscope in preparation for returning the endoscope to olympus for repair. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, light cover glasses chipped, light cover glasses adhesive worn, optical cover glasses stained, optical cover glasses adhesive worn, distal end adhesive lifting, up/down/left/right angle not to specification, up/down/left/right angle play, left/right brake not holding, water flow/removal not to specification, electrical safety test not to specification, and automated air leak test failed (leaking). The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility reported to olympus that during reprocessing of the evis lucera elite colonovideoscope, the scope channels (4 and 5) was blocked in the automated endoscope reprocessor (aer). Upon inspection and testing of the customer returned device, foreign material (clear nylon brush type fiber) was found clogged in the scope air/water nozzle and foreign material attached near the scope objective lens due to insufficient cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no patient involvement reported with this event.